Event description:
The customer reported the system displayed errors and would not allow fluoroscopic exposures. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.